Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set cannula kinked event on (B)(6) 2024. The event occured possibly three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for four hours. The blood glucose level was high and the patient was treated with correction bolus via pump, multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR 2090178 - MDR - device 1 of 2 h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.